Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. User observed ¿leak in iab circuit examined fault logs and observed numerous leak in iab circuit alarms. Fse performed all pneumatic leak tests and passed to specifications. Trigger leak in iab circuit and operational to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter name is hassan abdelmoneim. Due to character limitation in e1 for event site name, the full event site name is new york university medical center a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient that the cs300 intra-aortic balloon pump (iabp) unit was alarming an air leak in the circuit. The patient harm or injury was asked but unknown.